Manufacturer narrative:
Batch review performed on 02.sept.2021: lot 1901917: (B)(4) items manufactured and released on 18-june-2019. Expiration date: 2024-june-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event. Additional devices involved in the event: anatomical shoulder system 04.01.0182 short humeral diaphysis - cementless - 9 (k180089) lot. 1907753. Lot 1907753: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-oct-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events. Anatomical shoulder system 04.01.0026 humeral anatomical metaphysis - cementless - 135° - 9 (k170910) lot. 1905776. Lot 1905776: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-nov-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events. Anatomical shoulder system 04.01.0094 metal humeral head ø48 (k170910) lot. 1811915. Lot 1811915: (B)(4) items manufactured and released on 10-apr-2019. Expiration date: 2024-apr-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events. Anatomical shoulder system 04.01.0089 double eccenter (k170910) lot. 2001146. Lot 2001146: (B)(4) items manufactured and released on 07-jul-2020. Expiration date: 2025-jun-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events.

Event description:
8 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.